Event description:
The event was reported as: a piece of the accessory was broken and went into the patient's lung. The defect was found during a bronchoscopy. The patient coughed piece up and out of the lung. No additional patient injury or intervention reported.

Manufacturer narrative:
It is not documented whether the initial reporter is health professional. The results of the investigation are not available at the time of this report.